Event description:
Needle breakage during laparoscopic myomectomy procedure. The needle broke 2/3 of the way from the tip. The broken part was stuck in the tissue, after 45 minutes a splinter was found and evacuated without harm to the patient. The representative reported that the surgeon is a new user to quill brand products and that she recommended pdo material instead of monoderm and a different type of needle.

Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. No photos of the surgical site, or broken needle were provided for review. The actual device was not available for visual review. If samples from the lot become available at a later time they will be tested, and the results will be included in the file. A follow-up report will be submitted at that time. The retained sample from the device history record for this lot was examined. No defects or abnormalities were observed on the needle device. The needle met all current specifications. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without receiving magnified photographs of the used device, receiving the actual decontaminated device for review, sterile samples from the same finished good lot for testing/review or receiving detailed information regarding the preoperative preparation of the device, tools utilized to grasp the device, details of the procedure performed, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.